Event description:
It was reported that during a laparoscopic appendectomy, the device showed an error code. Another same like device was used to complete the case. No pt consequence was reported.

Manufacturer narrative:
H6: broken blade. Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The fractured distance measured approx 7.82 mm from the top of the outer tube. The device functioned in air while being activated. The device did not cut due to the condition of the blade. The identified blade damage may have occurred from external contact during pre-op or general use. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert warns: "scratches on the blade may lead to premature blade failure".